Manufacturer narrative:
The serial number is unknown and the gtin is unavailable. The product was made prior to compliance date. Therefore, UDI is unavailable. The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the spiral hose of the pneumatic motor exploded. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.